Manufacturer narrative:
Device evaluated by manufacturer: the encore ic was returned for analysis. A visual inspection was conducted, and the encore ic did not have any visual defects. The gauge needle was at 22 atm when received. Functional inspection was conducted, the needle can move when increasing air pressure using the plunger and when releasing it gets back to 22 atm. A pressure damping test was conducted and the encore ic passed the test. A vacuum test was conducted, there was no bubble leakage observed. The encore ic passed side load testing. The encore ic gauge accuracy test was not able to be completed due to the loss of the needle zero location.

Event description:
Reportable based on device analysis completed on 14sep2022. It was reported that the pressure did not increase. An encore 26 inflation device was selected for use. During the procedure, it was noted that the pressure did not increase from 24atm. The procedure was completed with the original device. No patient complications were reported. However, device analysis revealed that the gauge accuracy test was not able to complete due to the loss of the needle to zero location.